Event description:
It was reported that during device preparation for use the otw trek exhibited a leak when negative pressure was pulled. The device was not used in the procedure. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a hole in the guide wire lumen material that appeared to be protruding from the inside outwards. The inflation lumen in the same location of the leak was not damaged. A review of the lot history record revealed no associated nonconforming material records and all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for leaks in the guide wire lumen / shaft for this lot. The investigation indicates this is a very isolated occurrence. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify balloon and shaft integrity.